Event description:
The customer reported that the insulin pump had water under the display. The device alarmed and then turned into a blank screen. Troubleshooting was performed and the device had black spots under the display. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin had a blank display as a result of moisture damage on the electronic assembly.